Manufacturer narrative:
At this time, the device remains in-service. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient's pacemaker had some inferior migration post implant, which had caused both the right atrial (ra) right ventricular (rv) leads to dislodge. The dislodgement was confirmed on x-ray at a routine follow-up, and had caused pacing inhibition. The physician decided to explant and replace the leads, which required hospitalization and intravenous antibiotics. The device remains in-service, and follow-up was increased. No additional adverse patient effects were reported.